Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that one incident leading to patient adverse reaction. In the first incident, a group of syringes broke at the phalange while being stored in a freezer with reconstituted cefepime 2 g in 20 ml sterile water. In the second incident, a syringe tip broke off in an IV infusion line y-site after administration of cefepime 2 g in 20 ml sterile water. Rcc received a complaint via web. Pir attached. There have been two incidents at my institution xxxxxxxxxx) where these 20 ml luer lock syringes broke, with one incident leading to patient adverse reaction. In the first incident, a group of syringes broke at the phalange while being stored in a freezer with reconstituted cefepime 2 g in 20 ml sterile water. In the second incident, a syringe tip broke off in an IV infusion line y-site after administration of cefepime 2 g in 20 ml sterile water.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of barrel / flange damaged and tip breakage were confirmed upon inspection of the photos. Analysis of the photos showed that in one photo eight syringes can be observed and the syringe barrel flange is damaged and in the other photo a connector with a syringe barrel luer tip. Bd determined that the cause of the failure was the handling and storage of the syringes by the customer as these syringes are not designed to be stored in a freezer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.